Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 402mg/dl and a no delivery alarm and would like to check the pump. Troubleshooting found that there were no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer indicated that their doctor changed the pump settings recently. Troubleshooting advised customer to remove the site to test the pump but customer declined to perform the high pressure test and did not want to troubleshoot further.